Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of hypersensitivity and pain is a known observed and potential patient effects as listed in the omnilink elite instructions for use. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. The omnilink elites (x3) are being filed under separate medwatch reports.

Event description:
It was reported the patient had three omni elite and one absolute pro stents implanted in the right common iliac and left common iliac arteries on (B)(6) 2013. Approximately a year later, the patient started experiencing tingling and severe pain down both legs. Medication has been prescribed. The patient has always been sensitive to metal; therefore, an allergy kit has been requested by the allergist. Additionally, the patient suffers of an occlusive peripheral disease. No additional information was provided.